Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the message on their programmer was actually an end of service (eos). The patient was scheduled for an appointment and wants to have their device replaced. No further complications anticipated.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neuro stimulator (ins). It was reported that a por-power on reset message was seen on the patient's programmer. There was no trauma/falls reported that could be related to this issue. It was noted that there were no activities or electromagnetic interference (emi) that could be related to the issue. The rep did not have access to either the clinician programmer or patient at the time of the report, and therefore trouble shooting could not be done. It was reviewed for the rep to get more information from the patient if they had had any recent medical tests, emi sources. No patient symptoms were reported as a result of this event.